Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of at least 65 months, due to unknown reasons. No further details were provided. Information learned from implant pt registry.